Event description:
Reporter noted chamber deepened during sculpting. Nucleus poked through posterior capsule and fell to back of the eye. Patient is very nearsighted. Iol placed in sulcus; sent to a retinal specialist for a posterior vitrectomy.